Manufacturer narrative:
(B)(4). The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified, 90% eccentric lesion in the mid left anterior descending coronary artery. The 2.5x15 mm traveler rx balloon dilatation catheter (bdc) was advanced and crossed the target lesion. However, during the first inflation at 4 atmospheres the balloon ruptured. The bdc was removed and replaced with an unspecified balloon catheter, which was dilated without any issue. The procedure was successfully completed with a xience stent. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.